Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 26-sep-2018, with the following findings: during investigation, the up arrow keypad button was over responsive. The keypad cover was removed to find no evidence of contamination on the button contacts. The up arrow button contact was cracked/damaged. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the up arrow keypad button was over responsive. This report is made based on results of investigation completed on 26-sep-2018.